Manufacturer narrative:
D4: the UDI is unknown as the catalog number and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the common femoral artery with 60% stenosis, heavy calcification and eccentric along with the proximal superficial femoral artery (sfa) with soft plaque. A 6french (f) guiding catheter and a guide wire were advanced. The guide wire was exchanged for a non-abbott wire and the emboshield nav 6 embolic protection system (eps) was advanced. An orbital atherectomy device (oad) was then advanced. The oad crown became stuck in the 6f guiding catheter when attempting to remove the oad and was also moving the wire out of position. The whole system (oad, viperwire, nav 6 filter and 6f guiding catheter) were all removed together as a unit which was the only option. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reported information, there is no indication that the reported difficulty removing is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, based on the reported information, it is likely that the difficulty during removal was due to procedural circumstances. Reportedly, the orbital atherectomy device (oad) became stuck in the 6f guiding catheter when attempting to remove and was also moving the wire out of position. The whole system (oad, viper wire, nav 6 filter and 6f guiding catheter) were all removed together as a unit. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additional information: d4 - model # added corrections: d1 - brand name updated d2a - common device name updated d3 - name updated d3 - address, city, postal code updated d9, h3- device returning status updated from yes to no.